Event description:
IT WAS REPORTED THAT A CATHETER ISSUE OCCURRED. THE OPTICROSS HD IMAGING CATHETER WAS SELECTED FOR ULTRASOUND EXAMINATION OF THE TARGET LESION. DURING PROCEDURE, FLUSHING WAS DIFFICULT, AND AIR WAS OBSERVED AFTER PULLING BACK SEVERAL CENTIMETERS. DESPITE PERFORMING MULTIPLE ADDITIONAL FLUSHES AFTER CONFIRMING THE PRESENCE OF AIR, THE ISSUE PERSISTED. THE PROCEDURE WAS COMPLETED WITH ANOTHER OF THE SAME DEVICE. THERE WERE NO PATIENT COMPLICATIONS.

Event description:
It was reported that a catheter issue occurred.The OptiCross HD imaging catheter was selected for ultrasound examination of the target lesion. During procedure, flushing was difficult, and air was observed after pulling back several centimeters. Despite performing multiple additional flushes after confirming the presence of air, the issue persisted. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Investigation Results:Device Analysis Findings:The device was returned for analysis. Visual inspection revealed sheath assembly was kinked that could not contributed to the reported issue. Microscope inspection showed wrinkles around the heat shrink tubing of the drive cable. A flush test showed that the device could flush when the telescope was fully retracted, but it did not flush when fully advanced.Device History Record (DHR) Review:It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event.Investigation Conclusion:The investigation was concluded with a code of "Cause Not Established" after reviewing the event details, available information, and product records. Based on the product analysis findings and the manufacturing record review, no manufacturing deviations, process failures, or systemic quality issues were identified that could have contributed to the reported event. Therefore, the complaint unit does not reflect a systemic manufacturing failure and is considered consistent with an isolated occurrence in the field, as all units were manufactured and released under controlled and compliant conditions. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue.